Manufacturer narrative:
4307 - an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the surgeon side console (ssc) right master tool manipulator (mtm) faulted with an error code 1. The fse replaced the mtm and remote arm controller 2 (rac2) to resolve the issue. The system was tested and verified as ready for use. Isi received the mtm part involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported failure, but confirmed as having occurred via field error logs. Visual inspection was performed and the arm was installed onto the system and powered up. Sine cycle was performed without any issues. Tests performed via matlab passed. The following parts will be replaced as a precaution: esmb pca, main wire harness. The mtm2 had no trouble found. Isi received the rac part involved with this complaint and completed the device evaluation. Failure analysis investigation replicated the reported failure. The error code 1 means a power supply voltage was out of range. The rac was installed and tested in a printed circuit assembly (pca) test system. Startup failed with code 1. The board voltage was read, but the rps had failed. Based on the information provided at this time, this complaint is being reported because system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. Although no patient harm occurred, if this malfunction were to recur, it could potentially cause or contribute to an adverse event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found the surgeon side console (ssc) right master tool manipulator (mtmr) faulted with an error code 1. The fse replaced the mtm and remote arm controller 2 (rac2) to resolve the issue. The system was tested and verified as ready for use. Isi has received the mtmr part involved with this complaint, but failure analysis has not been completed. Furthermore, isi has not received the rac2 part involved with this complaint for failure analysis evaluation. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. Based on the information provided at this time, this complaint is being reported because system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. Although no patient harm occurred, if this malfunction were to recur, it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the system had a repeated non-recoverable fault. The customer restarted and hard power cycled the system, but the error persisted. The procedure was converted to another da vinci and completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use. The customer did not experience any issue during set up of the system or with port placements. The surgical procedure was in progress for 45 minutes when the issue occurred. The surgeon did not know what caused or contributed to the reported event. The procedure was not recorded.